Manufacturer narrative:
The device was returned to the manufacturer for repair. The unit was received with an erratic motor. Visual examination of the replaced parts did not show any significant corrosion, contamination or other visual irregularities. The uneven cutting alleged by the customer was likely related to the erratic motor. What caused the motor to run erratically is uncertain. Repair records show that the device was purchased in 07/2007 and recently received calibration and preventive maintenance service at zimmer osp on 11/2009.

Event description:
It was reported that the zimmer electric dermatome did not make an even cut. There was no report of injury or adverse pt consequences associated with this incident.